Event description:
The hcp reported the pump was explanted due to end of life after an implant duration of 57 months. It was replaced and returned to the manufacturer for analysis. No pt symptoms were reported.